Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the deep brain stimulation (dbs) system replacement procedure for an unknown reason. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted. It was additionally reported that the patient did not experience difficulty with the device, nor did they loose therapy, and malfunction was not suspected. However, it was noted that the ipg battery was running low. The device will not be returned as it was retained by the pathology department, therefore device analysis cannot be completed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the deep brain stimulation (dbs) system replacement procedure for an unknown reason. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.